Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4) batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the animal underwent an unknown procedure on an unknown date and suture was used. When tying the suture during continuous suturing, the suture was broken. Further details are not provided. There were no adverse consequences to the patient.